Event description:
It was reported that, at a follow-up echocardiogram, it was discovered that the patient has an atrial septal defect. The right ventricular (rv) lead had reportedly crossed the septal defect and was implanted in the left ventricle. The lead was later removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.